Event description:
It was further reported that the physician felt that the 4.0x38mm ion stent may not have been fully deployed in the lesion as he felt minor resistance when withdrawing the stent delivery balloon from the deployed stent. After the stent "deformity" was noted, it was extremely difficult for the physician to cross the region with another balloon catheter and the use of a guideliner was necessary to help the balloon catheter cross the lesion and allow the placement of the subsequent stents.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that during a stenting treatment procedure the stent did not fully expand and stent damage occurred. The target lesion was located in the right coronary artery (rca). A 4.00x38mm ion stent was deployed in the lesion and when angiography was performed it was noted that the stent appeared twisted and crumpled in the artery and was not fully expanded in the vessel. The lesion was post dilated twice, but each angiographic image after the post dilation showed a worsening defect in the stent. Two non bsc stents were deployed in the lesion, one in the proximal segment of the lesion and the other was deployed in the mid segment of the ion stent. Angiography post-deployment showed good results and the artery had good blood flow. No patient complications were reported and the patient's current condition is okay.